Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer stated that she was giving herself 10 units of insulin every two hours, but her blood glucose levels would not come down. Troubleshooting was performed, and the daily totals did not match with the basal and bolus delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.